Manufacturer narrative:
(D10) concomitant device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm: 7231165; 300-10-15 - equinoxe replicator plate 1.5mm o/s: 6895496; 300-20-02 - equinox square torque define screw drive kit: 5558407; 319-01-32 - steinmann pin sterile 3.2mm x 178mm: a123659; 321-20-00 - equinoxe reverse shoulder drill kit: a181542; 620-00-02 - platelet rich plasma kit with spray tips: 323221; 620-12-02 - accelerate prp 60 ml & acd-a: a20220003; asa0030 - sterile disposable containers ab6695; tpa-18 - cement restrictor small ab8949; 13a2101 - cemex system fast genta 70g ab8333.

Event description:
Approximately 1 year(s), 6 month(s) and 27 day(s) post-operative of a revised right tsa, the patient presented with aseptic glenoid loosening. It was described as continued bone loss of the glenoid. The patient underwent a standard total revision surgery. The outcome of this event is still considered continuing. The clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.